Event description:
Narrative: on (B)(6) 2013, a healthcare professional who is a staff member at a user facility, reported possible contamination of two patients with a body fluid via the suspect device. The suspect device is a remote blue air bulb insufflator used during barium enema air contrast imaging studies of the colon. This report documents the second of two patients, a (B)(6) male out-patient. Additional information was received on (B)(4) 2013, and incorporated into (B)(6)'s initial report. The user facility staff member reported: after the remote blue air bulb insufflator was used for barium air contrast colon studies with multiple patients, a brown material was seen in the tubing of the remote blue air bulb insufflator. The reporter feared that the material was a body fluid and that it had contaminated a number of patients. The remote blue air bulb insufflator was removed from service. The protocol at the facility was to use one super xl enema system per patient and re-use the remote blue air bulb insufflator. The reporter stated when they realized the remote blue air bulb was a "single use" device they had the brown matter tested. The reporter also confirmed that they are aware the device is single use. Each week, about two barium enema air contrast imaging studies of the colon are performed at the facility. No patient has reported any signs or symptoms of infection. They noticed the brown material on (B)(6) 2013 and the remote blue air bulb insufflator wa snot used on any additional patients. The practice of reusing the remote blue air bulb insufflator was discontinued. The remote blue air bulb insufflator used was catalog number 9332 and lot number 20207703. For the study, they also used a super xl enema system lot 50688535 (catalog number 8925). The bulb was used on three patients beginning (B)(6) 2013. They did not know when the remote blue air bulb insufflator became contaminated with fluid. Therefore, if the device was contaminated with fluid during the first patient's study, it was possible for the second and third patients to have been cross contaminated. If contamination of the device occurred during the second study, the third patient could have been cross contaminated. If the contamination occurred with the third patient, then none of the patients were cross contaminated. On (B)(6) 2013 this (B)(6) male out-patient underwent the air contrast barium study due to diarrhea, constipation and weight loss. His last colonoscopy was three years ago. The air contrast barium study was unremarkable. The reporter is not aware of patient experiencing any adverse sign or symptoms following the study. The facility staff contacted this patient. He has had no adverse signs or symptoms following the study. The patient was tested for hiv (human immunodeficiency virus) and hepatitis and was negative for both tests. The facility staff plans to retest the patient at three and six months. The facility staff determined that the brown fluid contained cells and believed it contained fecal matter. The fluid sample was small and they were trying to find a laboratory to test it to determine if it contained pathogens. (B)(4).

Manufacturer narrative:
The user facility reported possible cross contamination of patients via the remote blue air bulb insufflator and the tubing used during air contrast barium enema study. The device was reused and brown material was noted in the tubing after the third patient. The remote blue air bulb insufflator is labeled as a single use device and must be disposed of after the completion of the examination as per the manufacturer instructions, because re-utilization carries an increased risk of cross-contamination. On (B)(4) 2013 quality review became available: a review of this complaint by (B)(4)quality/regulatory deemed this is an issue of off label use of the product. The remote blue air bulb insufflator is labeled as a single use device. There were no additional complaints for this problem documented over the past year, however a request for information related to this issue is documented under pr #(B)(4). No further investigation is deemed necessary for this complaint per decision of bracco's group quality and this is not regarded as a quality problem. Additional information is required. Company comments: a healthcare professional reported that during a barium enema study using an air bulb insufflator provided by bracco diagnostics, a brown material was found in the air bulb insufflator and the tubing. The reporter believed the substance corresponded to a body fluid. They confirmed the presence of "cells" and believed it contains fecal material. They question the possibility of contamination of two patients. The protocol at the facility was to re-utilize the air bulb insufflator. About two barium enemas with the air insufflator were performed per week. After they noticed the brown material they stop reusing the system. Two patient have been tested for hepatitis and hiv. As of this writing none of these two patients had experienced any signs or symptoms of infection. Administration of the gas (air or co 2) during a barium enema study can be performed either by manual pumping of an insufflator bulb attached to a small, flexible rectal tube or using and automated system. In this case, the procedure is manual and the bulb air insufflator and its respective tubing is single use only due to the potential for aspiration and retention of body fluids and possible transmission of pathogens from one patient to other. The air bulb provided by bracco is appropriately labeled as a single use device. The potential for cross contamination as reported is unrelated to the device's performance.